Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery alarm and displacement tests. There was no excessive no delivery alarm. The insulin pump had scratches on the lcd window, cracked display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's husband reported via phone call no delivery alarm and high blood glucose levels. Customer's blood glucose level was 600 mg/dl. Customer received no delivery alarm multiple times and believed the device was defective. Customer received the no delivery alarm during bolus delivery. Customer refused to troubleshoot and demanded a replacement device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.